Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer's mother stated they received questionable results from coaguchek inrange meter serial number (B)(4). The coaguchek inrange meter is not sold nor is like or similar to a product sold in the united states. The initial result was 3.2 inr and within five minutes, the repeat result was 2.3 inr. The testing was performed on different fingers. There was no allegation of an adverse event. The therapeutic range was 1.6-2.5 inr. Relevant retention test strips (lot 244034-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
One vial of test strip lot 244034-11 containing >10 test strips and the coaguchek inrange were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip . For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter: marcumar 3: 2.6 inr, marcumar 4: 2.7 inr. Customer strips/customer meter: marcumar 3: 2.7 inr, marcumar 4: 2.7 inr. The maximum difference between measurements with the same blood sample was 3.8%. The returned customer material and retention material complied with specification.